Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent a laparoscopic ventral hernia repair procedure on unknown date and the mesh was implanted. Following the procedure the patient experienced a recurrence. No further information is available.